Event description:
This lead was implanted on (B)(6) 2010. A call to technical services on (B)(6) 2011 states that patient has a suspected infection as patient has general fatigue and shortness of breath and they have been watching him. Patient at (B)(6) hospital in (B)(6) and working with dr. (B)(6). Rep did check patient yesterday and did device check and everything checked out fine and there are no device allegations. Rep is not sure when patient came to the hospital. Patient is feeling good in general but with exertion the patient is very tired. The doctor stated they suspect infection but no plans as of yet to when they would explant everything and treat infection as they are still trying to diagnose. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).